Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown.block h06: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2023. The procedure was performed with local anesthesia. Magnetic resonance imaging (MRI) showed the hydrogel was injected superiorly towards the base of the prostate and there appears to be a tiny breach of hydrogel in the rectal wall. It was also noted the hydrogel was injected inferiorly near the apex. The patient was scheduled for a scope, there was not information of the outcome of this procedure or if the patient's radiation treatment was continued as planned. No patient complication has been reported due to this event. No further information has been obtained despite good faith efforts.